Manufacturer narrative:
This pacemaker was received at our post market quality assurance laboratory for analysis. An evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.

Event description:
It was reported that this pre-implanted pacemaker showed a red voltage alert. Technical services (ts) recommended waiting three days to re-interrogate and send disk data to be analyzed. This pacemaker continued to show the alert after the recommended time frame. The pacemaker expected to be returned for analysis. No patient involvement.

Event description:
It was reported that this pre-implanted pacemaker showed a red voltage alert. Technical services (ts) recommended waiting three days to re-interrogate and send disk data to be analyzed. This pacemaker continued to show the alert after the recommended time frame. The pacemaker expected to be returned for analysis. No patient involvement.